Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the pyxis drawers were not operating. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 17-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis drawers were not operating. The field service engineer (fse) checked the cables and inspected drawers, which were not appearing in hardware test application. A bent pin was found on drawer, and drawer had a broken cubie and a t-board with no lights. The board on drawer was replaced and updated, and testing was performed in hardware test application. The sensors and retractor band in drawer were checked, and the t-board was replaced and firmware updated. The broken cubie was removed after taking out the drawer, and the cables were cleaned. At the customer's request, inventory was loaded. The system functioned as intended after the field service engineer repaired the device.